Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the case is damaged. The device was returned for repair. No patient complications were reported as a result of this event. It was further reported that the external pulse generator subsequently tested out of specification during manufacturer's analysis.